Event description:
Customer reports receiving erratic readings in blood glucose tests. Customer reports readings of 61 mg/dl and 293 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury.